Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
On (B)(6) 2010, the patient was admitted with lumbar degenerative disc disease with lumbar spondylosis. The patient underwent anterior lumbar interbody fusion l5-s1 using rhbmp-2/acs and lumbar interbody tapered cages. The bmp was placed within each cage. There were no noted complications. Per the operative notes, 'I also specifically discussed with him the risk of a retrograde ejaculation, which, in the literature, is cited as approximately 4%. After demonstrating a clear understanding of all these risks and benefits, the patient wished to proceed.' Ap and lateral views 'show threaded disk implant, l5-s1, with surgical instruments and retractors in place. Alignment is anatomic.' Post-op, the patient was dehydrated and was given IV fluids. Patient was discharged on (B)(6) 2010. On (B)(6) 2011, the patient presented 'with recurrence of the tailbone pain which had been previously resolved as well as some radicular findings' on physical examination the patient has 2+ patellar and 2+ achilles reflexes bilaterally. The subjective paresthesias have resolved. There is no focal motor deficit' on (B)(6) 2011 the patient presented for follow up 'for the onset of right gluteal pain without radiation.' Ap and lateral lumbar spine x-rays demonstrates a well-placed interbody device. The concern is always hardware failure but there is no evidence of that there is no evidence of rotation of the interbody device. There is the strong suggestion of interbody fusion with a haze within the vertebral body devices.' On (B)(6) 2011 'ap and lateral x-ray ad not demonstrate any migration of the lumbar tapered interbody devices. There is continued progression to fusion and be appreciated on the ap and lateral image. Flexion-extension films do not demonstrate any motion at the level of the l5-s1 segment.' On (B)(6) 2011, the patient presented with tailbone pain. Per the physician's notes, 'the patient has a CT scan was available for review the CT scan demonstrates a robust interbody fusion at ls-s1. There is no evidence of migration of the interbody devices. They are perfectly midline with evidence of effusion mass within the device. There is some evidence of degeneration at the l3-4 level. There is an anterior osteophyte present at that level. There is a mild disk bulge with some compromise of the central canal. There is also evidence of a cyst in the left kidney.' On (B)(6) 2011, per the physician's notes, the patient 'returns 8 months after an l5-s1 anterior lumbar interbody fusion. The patient is visibly upset today regarding his current condition.' He has tailbone pain and some occasional numbness and tingling down both his legs. At times it is improved with neurontin. 'The patient has had an emg of the bilateral lower extremities which do not demonstrate any denervation reinnervation or conduction abnormality. On (B)(6) 2011, a MRI of the cervical spine indicated 'degenerative changes result in mild compromise of the central spinal-canal with flattening of the cord at c6-7. There is accompanying mild bilateral foraminal encroachment at this level, left greater than right.' MRI of the lumbar spine indicated 'postoperative lumbosacral junction without significant spinal canal or neural foraminal stenosis. Subtle surrounding bone marrow edema at this point is considered reactive' minimal spinal canal stenosis l3-4 due to disk bulging ligamentum flavum thickening and facet arthropathy. Mild left neural foraminal narrowing, same level.' On (B)(6) 2011, the patient 'returns 9 months status post an l5-s1 anterior lumbar interbody fusion. At our last evaluation I was at a loss to explain the persistent symptoms that he was experiencing, in light of the fact that the patient had a normal emg, normal CT scan, which demonstrated a radiographic fusion and normal. X-rays I was unable to explain the numbness and tingling in the distal tailbone pain.' On (B)(6) 2012 lumbar MRI indicated 'l5-s1 interbody fusion with mild degenerative changes at several levels with mild left neural foraminal narrowing at l3-4.' On (B)(6) 2012 imaging study indicated 'stable postsurgical appearance at l5-s1. Stable l3-4 and t12-l1 degenerative disk disease. Marginal osteophytosis without fracture, dynamic instability or bone destruction.' On (B)(6) 2012, the patient 'returns for continued evaluation of his tailbone pain, numbness and tingling into his feet bilaterally. The patient is now 13 months status post an anterior lumbar interbody fusion at l5-s1. The patient had an initial immediate benefit from the operation which unfortunately was short lived and the patient began to experience the tailbone pain that he has been experiencing for the past 6 years. We have exhaustively worked him up to include a CT scan of the abdomen which unveiled a renal cyst. The patient underwent decompression of his renal cyst with a mild improvement in his tailbone pain however it persists. (B)(6) 2012, the patient 'returns 18 months after undergoing an l5-s1 anterior lumbar interbody fusion. Since our last evaluation the patient has undergone an si joint injection. Immediately after the injection the patient had flare up of pain in his lower back which then gave way to complete resolution of all of his symptoms. He tells me that his quality of fife during the period of approximately 2 weeks after the injection was very good. The patient suspects that he may have si joint symptoms. The numbness in his lower extremities have nearly completely resolved. He has good days and bad days. However he was able to go out on 11 mile hike with his wife. His only limitation during that hike with his knee. He presents for continued evaluation.'

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on: (B)(6) 2010: patient presented with l5-s1 degenerative disc disease. For which, patient underwent: an anterior approach to the l5-s1 level. Complete discectomy at l5-s1. Preparation of the endplates on the inferior aspect of l5, superior aspect of s1. Placement of lumbar tapered interbody cages with bone morphogenetic protein. L5-s1 arthrodesis. Per op notes, surgeon reamed l5 and s1 once the interbody housing unit was placed. Surgeon then secured a 14 mm high x 23 mm deep interbody lumbar tapered cage into the l5-s1 level. The lumbar tapered cage was filled with bone morphogenic protein for a total of 3.1 mg total into the lumbar tapered cages. Surgeon placed a cage on the left and the right. Ap and lateral fluoroscopic image were obtained which ensured an excellent position of these lumbar tapered cages. Patient tolerated the procedure well with no complications reported.